Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a gastric bypass procedure, when stapling the stomach, there was resistance in the handle, an abnormal sound and the difficulty in stapling. The surgeon was able to press the green button and squeeze the handle, however the device did not fire. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.